Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and frozen display. Insulin pump buttons were not responding. Customer stated they were unable to clear the alarm. Time clock was not advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive all the buttons due to moisture damaged at keypad connector on electrical board 2. Unable to verify pump error 4/68 alarm or frozen screen due to unresponsive buttons. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.